Manufacturer narrative:
There was no patient involvement. Therefore, this information is not applicable. There is no established expiration date for this device. The surgical table is not an implantable device. The surgical table is not an explantable device. The manufactured date is not available, as the serial number was not specified. Evaluation summary: the actual device was evaluated in the field. After attempting to perform corrective action, it was determined that the device malfunction could not be replicated. However, if the malfunction were to occur, at worst case scenario, it could pose vulnerability to patient health. There was no patient involvement, and there were no adverse consequences as a result of this event.

Event description:
According to the initial reporter, the vertier table in operating room (B)(6) did not slide back and forth as specified. The reporter further stated the problem was discovered during the prepping of the room. There was no patient involvement, and there were no adverse consequences as a result of this malfunction.